Event description:
Hamilton medical ag received the following event description: during user check, the unit is showing tf:2611,2614 which is related to power supply problem, the unit is showing tf:5507 which is related to mixer valve leak.

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.